Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence, which led to a revision surgery. During the procedure, it was noted that the tubing was damaged and it caused fluid loss. Physician believes that the tubing may have been damaged during a hernia repair surgery the patient had undergone before incontinence symptoms started; the hernia was not related to the aus device. The entire aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.